Event description:
The patient was undergoing microneurosurgery procedure using the apollo system apollo wand. During the procedure, a leak developed at the connection of the black plastic of the disposable apollo wand and the white connection on the apollo machine. After it was noticed, the physician stopped the procedure and used a new wand. The procedure was completed and there was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: material was melted where the dowel pin is located. A leak was observed during functional test. Conclusion: the complaint has been evaluated. The complaint indicates that after six minutes of working time a small stream of spraying saline was noticed between the connection of the black plastic of the disposable wand and the white connection to the apollo machine. Evaluation of the returned device confirmed a leak when the unit was powered on. It appears that excessive heat was generated during use, which caused the abs material to melt and allow the dowel pin to shift. This resulted in a leak where the dowel pin is located. The root cause of the excessive heat experienced by the unit has not been determined. This issue will continue to be monitored. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.